Event description:
It was reported that the vns patient became physically and verbally abusive two or three days following implant surgery. The sheriff's department was called, but sent away by the patient's mother. The patient's mother felt that his behaviors may have been induced by anesthesia. Later that day, the patient sexually assaulted his mother and was removed from the home by the sheriff's department for one night. It was reported that the patient's current whereabouts is unknown. The patient has not been seen by the neurologist since vns implant. The surgeon's office indicated that the patient called in and reported a burning sensation with vns on (B)(6) 2014 and was advised to follow-up with the neurologist's office. The patient was a no show for his surgery follow-up appointment and it was reported that the patient is very non-compliant. The device is currently off and has not been programmed on since implant. No additional relevant information has been received to date.

Manufacturer narrative:
.